Event description:
Caller tested 1.0 inr, 2.0 inr, 2.7 inr, 2.7 inr, 2.0 inr, 2.5 inr, 2.1 inr, and 2.7 inr on the coaguchek xs system. No treatment information provided. No adverse event reported. Requested return of suspect system.

Manufacturer narrative:
The event occurred in (B)(6).